Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-00617. It was reported that following a fall from a few months ago, the patient's drg system started auto reducing when stimulation was turn on. It was also reported that both l1 leads had migrated resulting in high impedances to be present on both l1 leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both l1 leads were explanted and replaced to address the issue. Effective therapy was restored post-op.